Event description:
Revision surgery revealed loosening of the acetabular cup. The liner and femoral head component were also revised at this time.

Manufacturer narrative:
Corrected data: h4: mfg. Date = 11/87. Summary of evaluation: the device was not returned for evaluation; it was retained by the surgeon. The information provided suggests that this event would not be associated with the device but rather would be patient related. The patient's poor bone ingrowth of the acetabular outer shell was most likely the contributing factor for the shell loosening.